Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual inspection noted a partial roll returned for evaluation. With no obvious defects, functional evaluation found the first section of roll was freely pulled but then became extremely difficult to pull. Needed full strength to separate tape from roll and when it came away it was stretched and distorted and so would be unusable. A documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned, which established and inadequate standard operating procedure as the root cause. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system. This investigation is now complete, with no additional corrective actions deemed necessary. H10

Event description:
It was reported that, during set up, profore kit lff case 8 #4 layer is extremely difficult to unroll, this will cause tears/pull marks within coban itself. It also makes difficult to control compression being applied to patient. This causes high risk for injury to patient and staff as multiple staff members have complaints of arm and shoulder pain due to trying to pull product safely. Procedure was finished using a competitor device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H6 (health effect - clinical code).

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found the first section of roll was freely pulled but then became extremely difficult to pull. Needed full strength to separate tape from roll and when it came away it was stretched and distorted and so would be unusable, establishing a relationship between the device and the reported event. The root cause was identified as a tension issue on unwinding the raw material bulk roll, during the manufacturing process. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of this nature, with corrective action implemented to prevent further re-occurrences of this nature. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.